Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure and while using vizigo and octaray mapping catheter, the physician stated that they were unable to advance or withdraw the octaray catheter through the vizigo sheath. The physician was able to remove the catheter from the vizigo using a bit more force and at that point, one of the electrodes from the octaray catheter broke off and was removed from the patient along with the catheter. The physician then tried to advance the ablation catheter through the vizigo sheath and felt resistance. The octaray and vizigo were replaced and the issue was resolved. The case continued. No adverse patient consequence was reported.